Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported damage on the insulin pump. Customer's father advised the insulin pump was dropped and the lcd display screen is not working. Customer dropped the device, the screen has dots on it, the screen is not legible to read and there is a partial display. Troubleshooting for the partial display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump also had minor scratched lcd window.